Event description:
On (B)(6) 2020, the patient underwent an endovascular treatment for an abdominal aortic aneurysm, using gore® excluder® aaa endoprosthesis trunk - ipsilateral leg endoprosthesis component (rlt261418) and contralateral leg component (plc141400). On an unknown date, (B)(6) 2022, a diagnosis was requested through the radiology department since the aneurysm was expanding. Proximal type I endoleak was also confirmed. On (B)(6) 2023, reintervention was performed. Proximal type I endoleak was not identified during intraoperative angiography. The physician determined, it was a type ii endoleak, and as prevention, an additional stent graft was placed to extend the device proximally. The physician stated, ¿I thought it was a type ii endoleak because the proximal was tightly sealed. Just in case, the proximal side was reinforced.¿

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added investigation conclusion code d12, code d15 remains unchanged. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak(s). H6: updated investigation finding code c19 to c20. Due to an unknown lot/serial number and no device return (medical device remains implanted), an investigation could not be performed.